Manufacturer narrative:
Service engineer (se) evaluated the device. The reported event was confirmed. The cables connected to the syringe driver were pushed in to ensure a well seated connection which led to the syringe driver working. As a precaution, the syringe driver and comms cable assembly were replaced. Subsequently, all applicable testing was completed successfully.

Event description:
It was reported that the clinical specialist (cs) received direct call from device user (du) regarding syringe driver not advancing. Device users are currently manually advancing infusion medications.

Manufacturer narrative:
D9 was updated to reflect updated date returned to manufacturer. No other changes.

Event description:
It was reported that the clinical specialist (cs) received direct call from device user (du) regarding syringe driver not advancing. Device users are currently manually advancing infusion medications.